Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failures. The customer¿s blood glucose level was 93mg/dl at the time of the incident. It was reported that the battery cap golden metal thing inside the cap had fallen a couple of months ago and she used to put it back but, now it is getting difficult to place it back. She also mentioned that two days ago she noticed that the audio was too loud even if she changes it to 2. During self-test the pump alarm hardware low level failures error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.